Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also stated that insulin pump was not suspended at the time of event. The customer reported blood glucose value of 35 mg/dl. The customer was treated with orange juice, spoons of sugar, glucose tablets, set and reservoir change. The event involved products mmt-1884l, mmt-399a and mmt-332a. Troubleshooting was partially performed. The customer has used the insulin pump system within 48 hours of the reported event and unknown whether the smartguard/auto mode of the insulin pump was active at the time of reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received regarding the aware date and notified date change which was not included in the initial report. So, the aware date and notified date has been changed to 23-may-2025 as per new additional information. Also, additional information has been received regarding auto mode feature and addition of sensor product. The information has been provided in sections sections b5 (updated the summary) and d10 (updated the concomitant products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also stated that the insulin pump was not suspended at the time of the event. The customer reported a blood glucose value of 35 mg/dl. The customer was treated with orange juice, spoons of sugar, glucose tablets, and a set and reservoir change. The event involved products mmt-1884l, mmt-7040a, mmt-399a and mmt-332a. Troubleshooting was partially performed. The customer had used the insulin pump system within 48 hours of the reported event and the smartguard/auto mode of the insulin pump was active at the time of the reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-399a. No product return is required for mmt-332a.